Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the equipment's infusion did not work.

Manufacturer narrative:
The customer reported there was no infusion. Additional information was requested with none received to date. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. As stated in the system operators¿ manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ the operator¿s manual includes the warnings: good clinical practice dictates the testing for adequate irrigation, aspiration flow, and operation as applicable for each handpiece prior to entering the eye. Visually confirm that adequate infusion flow is occurring prior to attachment of the infusion cannula to the eye. Warning and cautions listed: when using the system in a pressurized infusion/irrigation mode, or with iop control feature enabled, users need to take precautions to not use balanced salt solution (bss) irrigating solution or other infusion/irrigation mediums from pliable, collapsible containers (i.e. Bags). The system, when used in these pressurized modes, forces pressure into the infusion/irrigation container in order to force the solution out of the container and into the cassette. The pressure employed by the system may cause some infusion/irrigation bags to rupture and cause disruption of the surgical procedures. Only approved glass containers and bags should be used with the system when employing modalities of pressurized infusion/irrigation. The system was examined and the reported event was confirmed. The touchscreen was re-calibrated o allow selection of the infusion function. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 21, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming touchscreen calibration. (B)(4).